Event description:
The customer alleges back to back results using his meter of 34 mg/dl on one lot/vial of strips and 84 mg/dl on a different lot/vial of the same catalog number of strips. No report of an adverse event. Controls were not run. Returned requested and replacement was sent.